Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the port on the viewing station had an issue and changing the port resolved the issue. The system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the logs provided no additional insight into the probable cause of the anomaly.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a cervical spine procedure, when the site took a 3d spin with the imaging system the communication with the navigation system showed red status. When the site brought the imaging system into the or there was green status for communication with the navigation system. The image from the 3d spin did not contain the ¿nav¿ tag. Exiting out of the spine application did not resolve the issue. Verification from the imaging system failed to the navigation system. The site changed ethernet cables and verification from imaging system was successful, but the navigation system was still not communicating. The site logged out of the spine application and logged back in which then resolved the navigation communication issue. There was a reported delay to the procedure of 15-minutes. There was no reported impact on patient outcome.